Event description:
The reporter stated that the drilling guide broke when screwing off the plate. There was no pt injury. Integra has requested add'l info from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.